Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that since (B)(6) 2022, the patient's infusion set's tubing detached/broken at the site connector only once. At the time of the event his blood glucose level was 424 mg/dl. The infusion set had been used for one day. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.